Event description:
The reporter stated that rptr did back to back blood glucose tests, one after the other. Rptr's results were 108, 83 and 118 mg/dl. Rptr did not have any symptoms. The rptr stated that rptr ran a control solution test which was in range, but did not have the numbers. Rptr checks the confirmation dot for enough blood. No harm was alleged.